Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation with "excessive force used" appears to have impacted on the event as reported. As indicated in the IFU (information for use) precautions section: · exercise care in handling of the guidewire during procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation.

Event description:
Event description: per cnf, it was reported that: while preparing the farawave, the guide wire could not be pulled out. The guide wire was pulled out with force since it was outside the patient, but the guidewire was also bent, so the farawave and the guidewire were replaced. The procedure was successfully completed. Infected: unknown infection name: unknown diagnosis or treatment: unknown resolution: different device used (same model) where did event occur: outside the patient outcome: no patient injury first time the unit was used: unknown tested prior to use: unknown used before expiry date: unknown generator used: unknown ablation catheter used: unknown other used: unknown.